Manufacturer narrative:
Updated the UDI of the device. Describe event or problem: added related manufacturer report numbers. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
***Information was omitted pertaining to manufacturer reports 3004209178-2016-26599 and 3004209178-2016-20515***.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving an unknown drug at the time of the event via an implantable pump for non-malignant pain and failed back surgery syndrome. Per logs provided, the pump and catheter were replaced on (B)(6) 2011. It was unknown as to whether the patient experienced any symptoms in relation to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.